Event description:
It was reported by svc report that the footboard was cracked and the circuit board was exposed. No adverse consequences have been reported.

Manufacturer narrative:
Cracked footboard.